Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
As reported to customer relations via email "the broken flla adapter." "Sheered off during deployment." Small pieces of metal remain inside patient's body, unable to retrieve. Device evaluated on 14-apr-21:"flla adapter broken. Polyimide to retrieval loop broken". Did any unintended section of the device remain inside the patient¿s body? Please describe the object and how it was retrieved: small pieces of metal, unable to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? Please specify delay or any additional procedure(s) and provide details: no. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. No. It's unknown what sub-categories may or may not be available. In the spirit of information gathering, all sub-categories when sent to the dm to delineate. -rf (B)(6) 2021. Additional questions: did any unintended section of the device remain inside the patient¿s body? Please describe the object and how it was retrieved: small pieces of metal, unable to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? Please specify delay or any additional procedure(s) and provide details: no. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. No. Was there any surgical / medical intervention performed due to the experienced difficulty? No. Was complaint product reprocessed for another use prior to this occurrence? No. Will the facility be reporting this event to the FDA? No. Would you like an acknowledgement letter? No. Patient info (age, gender, weight, pre-existing conditions)? Na. What type of procedure was being performed? Palliative biliary metal stent placement. Customer contact (name, title, phone, email)? (B)(6), or tech, (B)(6). Regarding account action, I cannot find where this customer purchased this device (directly). I did see where a cardinal health shipment. Does this customer purchase through cardinal? Would you like a 1 each no charge replacement of g23128-evo-10-11-6-b sent to c10895-2 or no account action is needed? Yes no charge replacement sent please. General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent deployment. What endoscope type and channel size was used? Olympus 4.2 channel what was the position of the elevator? Was it opened or closed? Na details of the wire guide used (diameter, type, make)? Na. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? Minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na. Should the difficulty involve a stricture: what was the length and diameter of the stricture? Na. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? Na. Was there resistance felt passing the evolution through stricture? Na. Was the stricture dilated before stent placement? Na. Should the difficulty occure during insertion into the patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Na. If yes, at what point? Should the difficulty occur during stent placement: did the product fail during stent deployment or recapture? Na . Was the directional button pressed during use? Na . Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Na. Was the yellow marker kept in view during deployment? Na. Are images of the device or procedure available? Na. Should the difficulty occur during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? Yes, fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Na. Was the safety wire fully removed before removing the delivery system? Na. Did any part of the product snag/get caught with the stent when removing the delivery system? Na. Are images of the device or procedure available? Na. Should the difficulty be related to stent repositioning/removal. What instrument was used for stent repositioning / removal? Forceps for attempted removal. Was the lasso (suture) loop used during repositioning / removal? Na. Further cirl additional questions: why the lock wire was not removed during the procedure from the delivery system? Na. When and how was the stent released from the delivery system? Na . Can you confirm if the user attempted to remove the delivery system with the partially deployed stent attached or did the user try / return the stent into the delivery system before removing the system from the patient? Na. How was the stent released/removed from the system? Na. At what stage was the luer lock fitting disconnected? Na. At what stage the luer lock was observed to be broken? Na.